Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified a cracked opening, and a flat crease. A leak test was performed and found cracked opening on the diaphragm valve. A microscopic analysis was performed which identify a cracked opening. Based on the device analysis the final assessment is a cracked opening on diaphragm valve assessed to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.